Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued health effect- clinical code 1: e2317 granuloma and e2340 wound dehiscence. The events of capsular contracture, seroma-late, granuloma, wound dehiscence, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported against left side "much folding", "seroma collection", "bulging portion implant fibrous capsule, granulation tissue debris (silicone material), "breast implant exposure", "3mm sized open wound-breast implant", "biocell textured", and capsular contracture baker grade unknown.